Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that he feels well and requires no medical attention. The customer's expected blood result is 100-120mg/dl fasting. Verified the strips expire 5/20/2018. Customer confirms the strips have been stored in the kitchen and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 572mg/dl and 576mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: hi, hi. Also customer stated he is on prednisone and his doctor told him that the prednisone will increase his blood sugar. I advised customer to seek medical attention if he is not feeling well at any time, customer agreed. Customer stated his normal non fasting blood sugar range is between 200-240 mg/dl.